Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis the cable was determined to be out of specification in an electrical manner and it was replaced to resolve. Its label was also replaced as an associated repair. (B)(4)

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of speci fication during manufacturer's analysis. There was no patient involvement.